Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center, and subsequent testing verified the complaint. However, the underlying cause could not be determined after reviewing the itemized repair statement. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit alarms not functional. The key failure is the operator valve has a foreign substance.